Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection at the incision site of their pacemaker. The infection was treated with antibiotics and was confirmed to have cleared up. In addition, the patient stated that their activity tracker caused them to experience atrial flutter, and they did not experience the symptoms when the tracker was removed. Follow-up with the clinic indicated that no recent device check has been performed. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.